Manufacturer narrative:
(B)(4).

Event description:
Data was received from the patient and reviewed on (B)(6) 2016. A review of the data log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 on the abdomen. At the time of contact, no injury or medical intervention was reported.